Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 was obstructed due to the jammed solenoid and defective rails. A field service engineer unjammed the solenoid and replaced the faulty drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced an issue where the door failed to open, thereby preventing the user from accessing the medication. The customer confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.